Manufacturer narrative:
H11: internal complaint reference: (B)(4).

Event description:
It was reported that, during surgery, the implant of a fast-fix 360 could not be flipped and came off the tissue. Surgery was completed with a back-up device, instead. There was no surgical delay, and no further complications were reported.

Manufacturer narrative:
H11 h3, h6 the reported device was received for evaluation. A visual inspection revealed it was not returned with any original packaging. The t1, t2, and suture were returned off the needle. The t1 is missing the tip. The actuator is at the tip of the needle. Bio debris is present. A functional evaluation was performed on the returned device and found the gray slider caused the actuator to slide back to the pre-t1/post-t2 position without any pressure. The actuator continued to cycle as intended. Based on the condition of the product material found during visual inspection, additional material testing is not required. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the material specifications found that the raw material strength requirements and storage requirements are specified and each lot must be accompanied by a material certificate of analysis. A definitive root cause for the reported issue could not be determined. Factors that could have contributed to the failure include a failure to fully actuate the device behind the meniscus during implantation. Based on this investigation, there is no evidence to suggest a design, material or manufacturing issue. Therefore, the need for corrective action is not indicated.